Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted for ischemic stroke. The patient was at a rehab center, and presented with slow speech, right sided weakness. The vad coordinator does not feel event is pump related. The speed was increased to provide increased cranial flow and the patient is recovered and at home.

Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.